Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported that the managing physician and the patient believed the system was not working. The patient had let their pump go "dry" for over a month and didn't realize the alarm was going off. Since the pump went dry the patient reported that their pump had not been providing effective therapy like the previous pump did. The patient had increased spasticity. The logs were checked. The pump system was replaced on 2015-(B)(6). The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the pump was not working after the patient let it go dry for over one month. There was no patient injury and the patient recovered without sequela. It was stated that the patient experienced a loss of therapy. It was noted that a rotor and dye study were performed, but not results were reported.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn: (B)(4), found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
The patient had the increased spasticity and despite dosing increases, efficacy had not been easy to control. It was thought that the volumes had been normal at refills.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a critical pump alarm due to zero ml reservoir volume reached was heard and was confirmed by telemetry. The patient missed her pump refill on (B)(6) 2014 the patient was seen for the critical alarm which showed the empty reservoir. The physician refilled the pump and gave the patient a 25mcg bolus which the patient responded well to. The physician wondered when the pump reservoir runs empty if the pump rollers stop. The pump was used to deliver lioresal. No patient symptoms or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.